Event description:
It was reported that a patient presented on (B)(6) 2024 with functional tricuspid regurgitation (tr) grade 4 for a triclip procedure. The patient had challenging anatomy with multiple scallops on the posterior leaflet and dense chordae. There were difficulties visualizing the clip during the procedure due to the patient anatomy. Two clips were implanted. Shortly after deployment of the second clip, a single leaflet device attachment (slda) was observed. The clip was detached from the septal leaflet. Tr was reduced to grade 1. Per the physician, the slda was due to the pre-existing patient anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 health effect - clinical code 4453 was removed. H6 health effect - impact code 4614 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and difficult imaging were due to pre-existing patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.